Event description:
Additional information received from the health care provider (hcp) via the company representative reported that the infection had resolved and the patient was considering reimplantation.

Event description:
It was reported there was a pocket infection and explant of the implantable neurostimulator (ins) and extension was performed. The issue was resolved and antibiotic therapy was applied. Antibiotic treatment was necessary. A culture was taken from the device pocket and the source was blood. The type of organism cultured was an unknown organism. The patient would be monitored to see if the infection clears. The patient status at the time of report was alive with injury.

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. Product ID 3389s-40, lot# va0jcq9, implanted: (B)(6) 2014, product type: lead. Product ID 3389s-40, lot# va0hs6n, implanted: (B)(6) 2014, product type: lead. Product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).